Event description:
During an unrelated procedure, insulation damage was noted on the atrial lead. The lead was explanted and replaced to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the outer insulation damaged due to electro-cautery at the middle region of the lead. One filar of the outer coil was found melted in this region. The cause of the reported event is consistent with procedural damage. The reported event of damage insulation was confirmed.